Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a transbronchial needle aspiration procedure performed in the bronchus.according to the complainant, during the procedure, the needle was found bent, when it exited the scope. The needle was bent part way up the needle. It is not known if it came out of the package that way. The physician completed the procedure with another excelon transbronchial aspiration needle device.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.